Event description:
During a cardiomems implant the physician could not advance the sensor and delivery system through the 12 french sheath despite multiple attempts. Protocol was followed with flushing the sheath. The delivery catheter was backed out. After inspection of the sensor delivery system a new system was used and implanted successfully using a 14fr sheath. The physician believes the recommendation of a 12fr sheath is not large enough for an ivc filter based upon his experience. There was no additional access site and there were no adverse consequences to the patient or clinically significant delay to the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).